Event description:
It was reported that the patient presented for a generator change. It was reported that the right ventricular lead was unable to be removed from the header of the pacemaker. The set screw appeared to be stripped. The pacemaker was explanted and replaced. The patient was discharged.